Event description:
Cpi received info that this implantable pulse generator (ipg) allegedly experienced loss of capture and atrial oversensing and atrial undersensing. No documentation of this event or info surrounding the status of this device is available. If further info becomes available this event will be updated.